Event description:
It was reported that the user saw a "connect cgm" screen and the ilet pump entered bg run mode because the continuous glucose monitor (cgm) sensor was in warmup and no cgm readings were available; the user was advised to wait for warmup to complete, after which the screen would clear and cgm integration would resume. No reported symptoms. Outcomes included temporary reliance on fingerstick glucose entries and continued insulin delivery in bg run mode without hospitalization. Investigation included customer call review and troubleshooting with education regarding sensor warmup and system behavior. Investigation of this case revealed that the pump functioned as designed when cgm data were unavailable due to sensor warmup, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was expected device behavior related to cgm sensor warmup.